Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with set screw marks noted on the is-1 and the distal hv terminal pins. There were no discernible set screw marks noted on the is-1 ring. The stylet was returned inserted in the lead, and the lead body was twisted. The helix was extended, and extremely stretched and bent. Additionally there was blood/body fluid noted in the helix housing. Confirmed by analysis that the lead body is twisted and the helix is extremely stretched and bent. The damage seen on the lead can be the result of twiddlers syndrome.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has twiddlers syndrome and twiddle the right ventricular (rv) lead around their device causing a lead dislodgement. The lead was explanted and successful replaced. All other implanted products remain implanted. To date, no adverse patient effects have been reported.